Manufacturer narrative:
Age at time of event, corrected data: previous report inadvertently did not update the event date and age at the time of event. Date of event, corrected data: previous report inadvertently did not update the event date.

Event description:
An implant card was received indicating that the device was replaced due to battery depletion. Historically, the facility does not return explanted devices, so no device is expected for return for analysis. No device was received to date. No additional, relevant information was received to date.

Event description:
It was reported that at the patient's appointment, the device was interrogated and was shown to be at near end of service condition. Then after interrogating with a different programmer, the battery life was indicated to be at end of service condition, in which the device pulse disables itself and turns off all output currents. It was believed that the device had prematurely depleted since it was showing "95%" battery life upon its last check in october or november. The patient had not had any procedures involving electrocautery. Impedance was noted to be within normal limits. The device was kept off at this appointment and the patient was referred for replacement. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. Decoded programming data was also reviewed and confirmed that the battery was depleting more quickly than expected. No known surgery has occurred to date. No additional relevant information was received to date.